Manufacturer narrative:
The device was returned to olympus for evaluation. The cause of the reported complaint for the suction valve breaking was confirmed. A visual inspection of the device performed and found that it's button spring to be missing, not returned. Evaluation also noted that there are multiple deep cuts and scratches that look like tool marks on the main body. Also, the suction connector has a big crack but it is still attached to the main body. The most likely cause of the reported phenomenon was attributed to excessive force applied to the suction connector. The original equipment manufacturer (OEM) conducted an investigation with the use of suction valves from same lot/batch retained by the manufacturer. Based on the OEM¿s investigation, an increase of reported complaints was observed since the manufacturing process and molding supplier for the suction valve were changed or replaced on aug, 2018. The OEM reported that the suction valves that were manufactured prior to and post the changes meet the product¿s standard for stiffness. However, when an unexpected large load or excessive force is applied to the suction connector, the OEM confirmed that the product before the changes did not break, but the products that were manufactured after the changes were breaking or may breaks.

Manufacturer narrative:
The suction valve was returned to olympus for evaluation. The evaluation is still in process. The most likely cause of the reported phenomenon was attributed to excessive force applied to the suction connector. The original equipment manufacturer (OEM) conducted an investigation with the use of suction valves from same lot/batch retained by the manufacturer. Based on the OEM¿s investigation, an increase of reported complaints was observed since the manufacturing process and molding supplier for the suction valve were changed or replaced on aug, 2018. The OEM reported that the suction valves that were manufactured prior to and post the changes meet the product¿s standard for stiffness. However, when an unexpected large load or excessive force is applied to the suction connector, the OEM confirmed that the product before the changes did not break, but the products that were manufactured after the changes were breaking or may break.

Event description:
Olympus was informed that the suction valve is breaking and is stuck in the valve. Customer was performing a bronchoscopy. There was no patient injury reported.